Event description:
The reporter indicated that they were receiving communication errors during the interrogation process and that he was unable to resolve the issue through troubleshooting steps. The product was returned to the manufacturer and during an analysis of the device, it was revealed that the issue had been caused by an intermittent conductor within the programming wands serial adapter cable. All communication errors were cleared once the cable was substituted with a known functional cable and was found to be operating within designed limits.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.